Event description:
It was reported that the right atrial (ra) lead 7741 1097560 was explanted due to an infection patient was given antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 field as patient was given antibiotics. Patient code 3191 was used to capture the patient undergoing surgical intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 was used to capture the patient undergoing surgical intervention.

Event description:
It was reported this right atrial (ra) lead was explanted due to an infection. No additional adverse patient effects were reported.